Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that double beep with cassette occurred and lens were damaged. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was related to any previous repair. Visual inspection found the device with signs of fluid ingression and damage; tamper seal was intact. There was evidence of the reported error in the event history log. The reported problem was duplicated during the investigation. Fluid ingression on the downstream sensor was found to cause the double beep - cassette attached error message. The lens was also found damaged. Recommended downstream sensor and lens to be replaced as corrective action. The root cause of the reported issue was unknown. The product is 15 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).